Event description:
Litigation alleges patient had acetabular cup detached, disconnected and created metallic debris, and/or loosened from acetabulum, caused severe pain and inhibited ability to walk after asr hip implant. (B)(4) 2013-sales rep reported revision surgery due to elevated chromium levels of 3.5, alval, and osteolysis. (B)(4) 2013 - patient's revision records were received. Records indicate upon revision necrotic tissue, a partially ingrown acetabular component, and corrosion were all found in the hip joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the (B)(4) and international complaints databases finds no other reports against the femoral stem product and lot code combination since release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be